Event description:
It was reported that far-field r-wave oversensing was observed via (B)(4) transmission. Programming changes were recommended. The ICD remains implanted, and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.